Manufacturer narrative:
Concomitant medical products: product ID 97702 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to a manufacturer representative that unprompted, 3 weeks ago she was running stim as she normally does and then she felt it go higher than normal--the pt was sleeping and woke up to this sensation. The patient described it as "it was just like it was frying" her and it hurt really bad; pt stated that she woke up in the morning and she couldn't even get to her controller, so her husband had to get the controller and shut it off. The pt has a thoracic and cervical system. Pt turned thoracic device down and it did not resolve, still felt like strong stim everywhere. Pt turned thoracic stim off and it did resolve the lower body but the pt was still feeling very strong in upper and then shut that off and everything went away. Caller states they then turned both devices back on after a couple days at half the previous voltage. She couldn't turn it up to her normal level because the stim sensation was still too much. It happened one more time after that and it wasn't nearly as bad. The manufacturer representative check ed cervical impedances and said they were 500-800ohms across the board. Possible causes of what may have caused this were discussed - emi, possible migration (though unlikely if this occurred out of no where for both systems). The patient was instructed to keep track if this occurs again (keep a log of date, activity, etc.). Refer to manufacturer report # 3004209178-2021-06485.